Event description:
It was reported that the patient presented to the clinic and upon interrogation, the pulse generator exhibited backup vvi operation. The patient did not want a device software download to be performed. No patient symptoms were reported. No further information was available.

Manufacturer narrative:
(B)(4).